Manufacturer narrative:
The affected expiratory channel printed circuit board (pcb) was replaced when our field service engineer discovered that it was damaged by liquid. The ventilator was sent back to clinical service after replacement of the board and successful function tests and safety checks. The pcb has not been investigated. Ingress of liquid substance on printed circuit boards can cause failures which might lead to a ventilator malfunction. According to the received information the damage was due to use of too much water during cleaning.

Event description:
It was reported that during maintenance, the expiratory channel printed-circuit board (pcb) was found damaged by liquid. There was no patient involvement reported. (B)(4).